Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the pads were giving low flow; as a result, therapy was interrupted in order to replace pads with a new set of pads. Therapy was resumed with the new set of pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving low flow; as a result, therapy was interrupted in order to replace pads with a new set of pads. Therapy was resumed with the new set of pads without any further issues.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads with the original unit packaging. Visual inspection noted that the energy connectors were slightly damaged (energy connectors collapsed where the energy connector joined the water supply and return lines of the arctic sun) on the left chest pad, right chest pad and left thigh pad. The energy connector on the right thigh pad was noted to be more severely damaged (energy connectors collapsed where the energy connector joined the water supply and returned lines of the arctic sun). The trim pattern was found to be within specifications and there were no obvious defects noted on the laminate of the pads. The energy connectors were found correctly labeled. No obvious defects were found. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 4.26 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 3.98 l/min m2 of flow rate was registered during the test. Right chest pad: the flow was never stabilized due to the energy connector damage causing air leakage. However, the flow rate never dropped below 4.87 l/min m2. Right thigh pad: a total of 4.46 l/min m2 of flow rate was registered during the test. According to the test method the flow rate on the right chest pad was never stabilized because the energy connector was damaged (deformed) causing air leakage. However, the flow rate never dropped below 4.87 l/min m2. The flow rate on the left chest pad, left thigh pad and right thigh pad were found to be within specifications as the flow rate must be above 2.4 l/min m2. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the pads were giving low flow; as a result, therapy was interrupted in order to replace pads with a new set of pads. Therapy was resumed with the new set of pads without any further issues.

Manufacturer narrative:
Per email received from the FDA on 17apr2019, a correction was requested to capture the correct type of MDR report follow-up # that was submitted on 05-aug-2016. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pads were giving low flow; as a result, therapy was interrupted in order to replace pads with a new set of pads. Therapy was resumed with the new set of pads without any further issues.